Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The lead was returned cut in 2 pieces as a consequence of the explant procedure. Microscopic inspection identified a broken wire in the lead body creating an electrical open on channel 5 (this would have corresponded to either channel 5 or 13 depending on which ipg header port the lead was inserted). A review of the session report showed these were not active channels. As such, the broken wire would not have contributed to the reported issue. It was reported on (B)(6)2021 that impedances were good. This indicates the fracture occurred sometime after that date. Due to the absence of instrumentation damage at the fracture site, the broken wire is consistent with an overstress condition while the lead was in vivo.

Event description:
Product manufacturer reference number: 1627487-2021-01191, and (B)(4). It was reported that the patient was experiencing ineffective therapy since they were implanted. Programming was attempted without success. As a result, the system was explanted on (B)(6) 2021.